Event description:
It was reported that during active operation on a patient, the autopulse platform performed compressions for about 5 minutes and then repeatedly displayed "check alignment" alarms. Customer noted that a clip at the side of the platform (which secures the lifeband to the backboard) had become detached. The lifeband had migrated about 3 inches away from its normal position. Customer removed the platform from under the patient and replaced the lifeband with a new one. The platform gave 2 or 3 compressions and then stopped. Customer repeatedly tried to turn it off and on but was unable to restart the platform. No adverse patient sequelae was reported. No further information was provided. Per zoll investigation, it was determined that autopulse nimh battery with (B)(4) was used in this event.

Manufacturer narrative:
The autopulse battery in complaint was returned to zoll (B)(4) on (B)(6) 2013 for investigation. Investigation results as follows: the nimh battery (B)(4) was returned for evaluation with an ap platform (B)(4). Visual inspection of the battery showed no physical damages. The battery was placed in the battery tester and the results indicated that the battery was below the minimum power output watts of 1300 w with a reading of 1263.8 w. Based on the evaluation results, the reported complaint of the platform stopping compressions may have been attributed to the battery failure since the archive shows that on (B)(6) 2013, a ua17 fault occurred during use of battery with (B)(4). Please see related MFR. Report #3003793491-2013-00980 for autopulse resuscitation system model 100 with (B)(4).